Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. This report is being filed as part of a retrospective review of historical records.

Event description:
The user facility reported a 86-year-old male was being implanted with an impella cp device for mechanical circulatory support. It was reported during insertion, the impella cp was inserted through the sheath but was unable to be delivered to the patient's left ventricle, and the insertion was aborted due to tortuous and small anatomy.

Manufacturer narrative:
This complaint has been identified as part of a retrospective review. Due to the limited clinical information and lack of available data/product the root cause of this investigation is not determined.